Manufacturer narrative:
H6. Medical device problem code a150202, malposition of device was removed. Was inadvertently reported in previous report.

Manufacturer narrative:
H6 after further review the intervention for the reported issue: repositioning.

Event description:
An impella cp device was inserted into the right femoral artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella was repositioned due to chemistry labs not resulting. Clear yellow urine was noted with no changes in hemoglobin/hematocrit (h/h). Impella was noted deep at 6cm and repositioned out of caution for hemolysis. While on support, the device functioned as intended for lv unloading at p-7 at 3.4l/min with d5w sodium bicarbonate in the purge solution. After one day on support, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. Upon explant, there was a dissection of the femoral/iliac artery requiring two units of packed red blood cells (prbcs). The vessel was repaired with a stent. Hemolysis can be attributed to the potential malposition of the device. Vascular damage could likely be attributed to user technique and/or vessel characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding at the access site was not determined due to insufficient clinical details.